Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 124 mg/dl. The insulin pump will be replaced. Nothing further reported.